Event description:
A hospital in the us reported to our distributor that the oxygen port cap of an rt040 full face mask was missing. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint mask was visually inspected. Results: the visual inspection revealed that the left port cap was missing, confirming the reported fault. No damage was observed on the port of the returned complaint mask. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the oxygen port caps on the rt040 mask are designed to be removable so that an oxygen line can be attached. These port caps have sufficient retention to remain in place with pressure inside of the mask during therapy. A possible cause is that the patient accidentally removed the port cap during therapy or when removing the mask. (B)(4).